Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat a stage iii pelvic organ prolapse, pelvic pain, nocturia, dextrusor over activity, bladder pain, over active bladder, frequency and urgency. The patient underwent the concurrent procedures of an abdominal sacral colpopexy, abdominal enterocele repair, paravaginal repair and cystoscopy during mesh implantation. During mesh implantation the patient was found to have significant pelvic adhesive disease within the pelvis particularly on the right side. There was bilateral paravaginal defects and midline scarring consistent with bladder suspension. It was reported that following insertion the patient experienced pain, infection, extrusion, urinary problems, bowel problems, recurrence, fistulae, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.